Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed alarms 206 and 208 during testing. The console was then looked at by an engineer who could not duplicate the problem. However, they still replaced the fuco-flow filter board to prevent the issue from happening again. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. There was no patient involvement associated with the reported event. The sample was not available to be returned for evaluation.

Event description:
It was reported that a novalung console displayed alarms 206 and 208 during testing. The console was then looked at by an engineer who could not duplicate the problem. However, they still replaced the fuco-flow filter board to prevent the issue from happening again. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. There was no patient involvement associated with the reported event. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no sample was returned for evaluation. The sensor box was repaired, and then a safety check and testing were performed by a technician. Since no test sample was available, the reported failure pattern could not be reproduced. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. However, machine files were provided for reviewed. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.